Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated that the patient the patient was going low due to inaccurate values and stated the sensor also expired on (B)(6) 2019. Because they could not get readings from the dexcom, he continued to go low and they had to rely on the hospitals bg meter to monitor his bg readings. She stated the doctor wanted the sensors to be replaced because it was giving inaccurate readings and provided readings of cgm 160 mg/dl, bg meter 40 mg/dl; however, she did not specify if this was the values at the time of event. The patient was admitted to the hospital for 7 days and did not provide treatment information. Additionally, she stated that the sensor would also notify him when he was low when he was not and provided readings of cgm 42 mg/dl; bg meter 95 mg/dl. Although the patient¿s mother stated the patient was hospitalized for 7 days, she stated he was admitted on (B)(6) 2019 and released on (B)(6) 2019. At the time of contact, the patient was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.